Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation, however, the customer has no strips remaining to return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 5.1 inr. The customer tested again on the meter with a result of 5.2 inr. The result from the laboratory within 7 hours was 3.1 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred.